Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient tested 2.3 inr on the coaguchek xs system with a lab result of 1.7 inr. No actions taken based on reported results. A request was made for the return of the meter and strips, replacements were sent.